Manufacturer narrative:
Multiple system error messages are associated with this event. In addition, the sample handler was not operational and sample handler sensor errors were generated. The customer cleaned and disposed of material in accordance with the laboratory exposure control plan. A bci field service engineer (fse) removed, cleaned and lubricated all dead plate mechanical components. Fse verified repair per established procedures. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a tubes cap that came off while the sample was being run in the hmx autoloader. The event occurred after the caps were pierced, hence leaking blood. The customer was wearing personal protective equipment (gown, gloves and goggles). No change to patient treatment, no death, serious injury, or exposure to mucous membranes or open wounds been reported in association with this event. The operator did not seek medical attention.